Manufacturer narrative:
Unable to prime during the prime/a33 test due to faulty fsr (gold).unable to perform the excessive no delivery test and occlusion test due to prime anomaly.

Event description:
The customer reported via phone call that the insulin pump was stuck in the rewind loop and insulin was squirting out. Blood glucose level at the time of the incident was 82 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.